Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that four of the foley catheters were not aligned properly and the foley balloon did not inflate correctly. It was stated that there was no type of patient harm and these all belongs to the same lot.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted 3 opened (without original packaging), used two-way silicone foley catheter and 1 unopened catheter. Visual inspection of the sample noted balloon mushroom present on 1 out of 3 of the catheters. Visual inspection also noted the inflation cap was not seated correctly on 2 out of 3 of the catheters. This is out of specification per inspection procedure, which states, "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm". The catheter balloons were inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and the balloon concentricity were observed to be 90:10; 70:30; and 70:30 as compared. This is out of specification per inspection procedure, which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft". A potential root cause for this failure could be poor interference fit with inflation valve. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"single use only. Do not reuse.do not resterilize. For urological use only.valve type: use luer slip tip syringe. Do not use needle.recommended inflation capacities3cc balloon: use 5cc sterile water5cc balloon: use 10cc sterile water30cc balloon: use 35cc sterile waterdo not exceed recommended capacities.note: aggressive traction, particularly in the presence of suturing, isnot recommended for silicone foley catheters.bard, bardex and lubri-silare registered trademarks ofc. R. Bard, inc. Or an affiliate.u.s. Patent number 5,179,174 and patent pending.to deflate catheter balloon: gently insert a luer slip tip syringe inthe catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve. If you notice slow or nodeflation, re-seat the syringe gently. Allow the balloon to deflateslowly on its own. Do not aspirate or manually accelerate thedeflation of the balloon. If permitted by hospital protocol, thevalve arm may be severed. If this fails, contact adequatelytrained professional for assistance, as directed by hospitalprotocol.should balloon rupture occur, care should be taken to assurethat all balloon fragments have been removed from the patient.visually inspect the product for any imperfections or surfacedeterioration prior to use."corrections: a, d, g, h.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that four of the foley catheters were not aligned properly and the foley balloon did not inflate correctly. Stated that there was no impact to the patient. Per additional information received via form on 07feb2022, customer stated that 10cc foley catheter balloon inflated improperly, inflates only on one side of lumen and not inflating symmetrically caused constant by passing. Per notification from investigator on 11jul2022, during sample evaluation it was noted that the foley catheter balloon had mushroomed.